Manufacturer narrative:
This supplemental MDR is to address that the reported device was determined to be a non-stryker product.

Event description:
Patient called started experiencing pain right after primary left knee surgery in 2000. Went to rehab and had to return to hospital to force the left knee to bend. Had a revision done (B)(6) 2012 with stryker implants. Still in pain.

Manufacturer narrative:
An event regarding revision due to pain involving an unknown knee was reported. The event was not confirmed however, the medical review was able to confirm revision due to arthrofibrosis. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2012 a history and physical notes a past medical history of a total knee arthroplasty on (B)(6) 2010 and a (B)(6) 2011 knee manipulation. An x-ray report of (B)(6) 2012 states, ¿left tka is in standard alignment¿. A (B)(6) 2012 report of a CT of the left knee states, ¿no significant periprosthetic lucency ¿ to indicate loosening ¿ no abnormalities ¿¿. On (B)(6) 2012 a revision of the left total knee arthroplasty, excision of arthrofibrosis and partial patellectomy was performed for a diagnosis of (1) arthrofibrosis and (2) failed left total knee arthroplasty. The operative report describes general anesthesia and the use of a tourniquet. The operative report notes, ¿approximately two years post-op tka ¿ debilitating arthrofibrosis and pain .. Elected ¿ revision surgery.¿,and ¿knee was well balanced, came out to full extension and flexed to 80° to 85° ¿ femoral component appeared to be slightly internally rotated ¿ subluxation lateral of patella ¿ resected pcl ¿ patella not revised ¿ removed left lateral ossicle. At her (B)(6) 2012 office visit her range of motion was 0° to 80°. She underwent a manipulation under anesthesia and had a post-operative range of motion of 0° to 120°. On (B)(6) 2013 an x-ray report of the left knee is unchanged compared to (B)(6) 2012. Similarly, x-ray reports of (B)(6) 2013, (B)(6) 2013, and (B)(6) 2015 are unchanged. There is no evidence this patient with recurrent arthrofibrosis has ever had primary or revision stryker total knee arthroplasty knee components implanted. The description of well-fixed cemented components would not implicate the use of stryker bone cement at revision surgery on (B)(6) 2012 as possibly causing any of the clinical problems described. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the patient was revised due to recurrent arthrofibrosis. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. If the devices and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient called started experiencing pain right after primary left knee surgery in 2000. Went to rehab and had to return to hospital to force the left knee to bend. Had a revision done (B)(6) 2012 with stryker implants. Still in pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called started experiencing pain right after primary left knee surgery in 2000. Went to rehab and had to return to hospital to force the left knee to bend. Had a revision done (B)(6) 2012 with stryker implants. Still in pain.